Manufacturer narrative:
Additional information: g2 (add source), h4, h6, h11. H11: the actual device was discarded; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed kinked tubing. The reported condition was verified. The cause of the kink tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred during an unspecified date of september 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a clearlink system continu-flo solution set. While preparing the intravenous fluid, it was observed that the set tubing had a defect with the tubing as it was flat in one area and in a knot. There was no report of patient injury or medical intervention associated with this event. No additional information is available.